Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the tubing keeps alarming in air-in-line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in the line. The following information was provided by the initial reporter: "it was reported by customer that the tubing keeps alarming in air-in-line."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in the line. The following information was provided by the initial reporter: "it was reported by customer that the tubing keeps alarming in air-in-line."

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in the line. The following information was provided by the initial reporter: "it was reported by customer that the tubing keeps alarming in air-in-line."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.